Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) has been confirmed. Upon investigation the monitor reset during functional testing. The cause for the failure was isolated to the q12 and q16 insulated-gate bipolar transistors (igbts) that were shorted on the defibrillator pca. The root cause for the shorted igbts was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was resetting.